Manufacturer narrative:
An event of a pericardial effusion was reported. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported pericardial effusion may have been procedure related. Per the IFU cardiac perforation is a known risk during the use of this device.

Event description:
During a ventricular tachycardia ablation procedure a pericardial effusion occurred. When mapping of the left ventricle apex was being performed the contact force measurements were around 80 grams. The patient had a hard movement while on the table and there was a brief rise of impedance and contact force along with the catheter being outside of the model. There was no change in blood pressure or any vital changes but an echocardiogram was performed which revealed a pericardial effusion from the left ventricle apex to the free wall. A pericardiocentesis was performed to stabilize the patient. Epicardial mapping was done to complete the procedure and a follow up echocardiogram was performed, showing no further blood collection in the pericardium. The patient remained in stable condition. There were no performance issues with any abbott device.